Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: detachment of the exchange sheath cap. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the dilator and guide wire were pulled out from the exchange sheath the cap of the exchange sheath detached. A guide wire was reinserted into the exchange sheath and a second starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.